Manufacturer narrative:
(B)(4). Although the patient stated that they saw air in the patient line, insufficient information was provided to determine the cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during an unspecified dwell. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient noted that they saw air in the patient line. The patient did not know whether or not the line was fully primed prior to therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.